Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) asymptomatic patient sample with the simplexa covid-19 & flu a/b direct assay, but repeated as negative on an unknown competitor assay. The customer confirmed no alleged harm occurred. Sample collection method was not provided. Environmental swabs also came up positive.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) asymptomatic patient sample with the simplexa covid-19 & flu a/b direct assay, but repeated as negative on an unknown competitor assay. Run files have not been provided for analysis as of (B)(6) 2022. Communications with the field application scientist (fas) and customer revealed their are 2 sites for this customer: a hospital lab with 2 liaison mdx instruments and a reference lab with 1 liaison mdx instrument. The reference lab was trained by diasorin and has not had any issues of false positive or environmental contamination. The hospital lab had limited training from the reference lab and was not trained directly by diasorin. It is suspected the environmental contamination is due to the lab practices at the hospital lab. The fas re-trained the lead technician at the hospital lab and they have resumed covid testing. Follow up questions on their current status with the covid assay were sent on (B)(6) 2022 but no response has been received from the customer as of (B)(6) 2022. Batch record review showed the critical component, reaction mix mol4151 lot# us13052 met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 ntc replicates with zero (0) occurrences of false positive in any of the targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint for false positive on mol4150 lot# us12986.